Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network issue. A technical support specialist dialed into the station, monitored sync progress, rebooted, and remoted in. No disconnect icon was seen, but a failed hardware icon appeared. Network issues were resolved by the customer and station logs showed communication with the server and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in disconnected mode. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.